Event description:
Customer is reporting "something like blood" attached to the backside of the reference sensor.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not yet been received. If the device is received, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by lack of device cleanliness.

Manufacturer narrative:
The reference sensor was returned to orthalign for evaluation. The investigation has been completed by an orthalign engineer. The complaint was confirmed. Lab investigations were performed to identify the root cause of the discoloration and analyze whether there was foreign material present. No foreign material was found and the root cause was deteremined to thernal degradation of the expoxy due to high temperatures when autoclaving resulting in the discoloration that was mistaken for blood. Orthalign will continue to monitor the complain data and take action if necessary. No further action is required at this time.

Event description:
Customer is reporting "something like blood" attached to the backside of the reference sensor and would like it tested.